Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. The customer became hypoglycemic with symptoms of sweating, nausea, and rapid heartbeat, requiring treatment of food provided by a family member. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. Observed adhesive was not returned. No malfunction or product deficiency was identified. No further investigation can be performed at this time as the adhesive has not been returned. If additional product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. The customer became hypoglycemic with symptoms of sweating, nausea, and rapid heartbeat, requiring treatment of food provided by a family member. There was no report of death or permanent injury associated with this event.